Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt called from out of country w/epitaxis and hematuria. Inr elevated above 2.5. Additional info was obtained by the MFR reporting that coumadin was held so that the international normalized ratio (inr) would fall to therapeutic level of less than 2.5. No reoccurrence of bleeding was noted.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.